Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) tested unit with the service balloon and it tested ok. Interviewed the user and found out that the balloon catheter extender was disconnected during the iab therapy. The cause was due to the disconnect of the balloon and the re-connection was not done properly, therefore, causing the balloon not to be inflated. The machine has no issue. All functional and safety checks performed to meet factory specifications.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer during use on the patient that the cs300 intra-aortic balloon pump (iabp) unable to fill balloon. There were no injuries reported.